Event description:
Customer's mother reported that the sensor fell off of the customer's body due to sweat. The blood glucose reading was 74 mg/dl and customer's mother reported that it had been 47 mg/dl earlier that day. She declined troubleshooting for this issue. She was advised on calibration protocol and adhesion methods. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.